Event description:
It was reported that during insertion of the intraocular lens, the lens haptic was damaged. The incision was enlarged to remove the lens and a different model lens was implanted. Reportedly iris hemorrhage occurred when the surgeon removed the lens from the patient's eye and it was controlled within seconds. According to the surgeon, the iris hemorrhage was not significant. Please reference MDR # 1119279-2013-00222 for the delivery device used during the event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.